Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. The pump was received with minor scratches on the lcd window, a scratched reservoir tube window, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that she recently dropped her pump and has been experiencing low blood glucose values ever since. Yesterday she passed out from a low. She declined troubleshooting for the low. The insulin pump was returned for analysis and a replacement pump was shipped to the customer.